Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there is foreign material(red color) on the catheter tip.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/21/2020 h.6. Investigation: one photo and one sample was received by our quality team for evaluation. From visual inspection, a red color foreign matter was observed on the surface of the catheter, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The initial analysis results showed that the spectrum of the foreign matter reasonably matches well with that of zein (a type of protein. Further analysis to understand the specific material was performed and the results showed that the the foreign matter matches a silicone based material. The manufacturing process was reviewed and showed that a clear silicone based material is used. However, the investigation was unable to determine how the red colored silicone based foreign matter was transferred to the sample. See h.10.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there is foreign material(red color) on the catheter tip.